Manufacturer narrative:
Complaint conclusion: during the purging of a 10mm x 8cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter on the table, it was observed that a jet of water came out of the shaft of the balloon. Therefore, it was not used in the patient and a new powerflex balloon (unknown) was used. There was no reported patient injury. The device was stored as per the instructions for use (IFU) and was open in a sterile field. The intended procedure was a biliary angioplasty. The lesion was not calcified. There vessel was slightly tortuous. The percentage of stenosis was mild. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. The balloon catheter did not kink while being used. The product was not returned for analysis, only four pictures were provided for picture analysis. Per visual analysis of the attached pictures, a powerflex pro 10mm x 8cm 135 label and unit was observed. No anomalies were observed on the actual unit. A product history record (phr) review of lot 82184823 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - during prep¿ was not confirmed as the device was not returned for analysis, only a picture review was provided. The exact cause of the event cannot be determined. Review of the images does not reveal any anomalies on the shaft. The picture quality is not clear and without the physical return of the product it is difficult to draw a clinical conclusion between the device and the event reported. It is likely procedural factors or handling of the product may have contributed to the reported event. According to the safety information in the instructions for use, ¿flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Four pictures were received for picture analysis. Per visual analysis of the attached pictures, a powerflex pro 10mm8cm 135 label and unit was observed. No anomalies were observed on the actual unit. This device is available for analysis but the device has not yet been returned. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the purging of a 10mm x 8cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter on the table, it was observed that a jet of water came out of the shaft of the balloon. Therefore, it was not used in the patient and a new powerflex balloon (unknown) was used. There was no reported patient injury. The device was stored as per the instructions for use (IFU) and was open in a sterile field. The intended procedure was a biliary angioplasty. The lesion was not calcified. There vessel was slightly tortuous. The percentage of stenosis was mild. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The balloon catheter did not kink while being used. The device will be returned for evaluation. Photographs were provided and available for review.